Manufacturer narrative:
It was discovered that the legal manufacturer of the reported product is zimmer (B)(4). The initial report was submitted under MFR report number 0001822565-2016-04394 by zimmer inc., (B)(4). All available information is covered in the report at hand. As the case at hand was taken from a journal article it is not suspected that the device or additional information is being submitted for review. A technical investigation was not possible to perform, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. Trend analysis: a trend analysis could not be performed as no item number was available. Device history records (DHR) review results: as no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: in the journal article it is mentioned that 5 revisions of the acetabular reconstruction took place due to loosening. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause determination using dfmea: aseptic loosening due to insufficient primary stability due to design: not possible, a systematic issue with design and/or material properties would have been detected as part of complaint trending defined in complaint registration or in the current pms process post market surveillance; aseptic loosening, miigration of implant due to insufficient secondary stability due to surface structure: not possible, a systematic issue with design and/or material properties would have been detected as part of complaint trending defined in complaint registration or in the current pms process post market surveillance; aseptic loosening, pain due to insufficient fatigue strength of material and design, fracture of implant (mechanical failure of the ring /cage, mechanical failure of the flanges, mechanical failure of the hook, failure of bone screws): not possible, a systematic issue with design and/or material properties would have been detected as part of complaint trending defined in complaint registration or in the current pms process post market surveillance; stress shielding leading to aseptic loosening due to incorrect distribution of load due to design: not possible, a systematic issue with design and/or material properties would have been detected as part of complaint trending defined in complaint registration or in the current pms process post market surveillance; aseptic loosening due to release of wear particles (metal and cement),bone to cage / cage to cementscrew to cage / screw to cement: possible, as affected product was not returned for investigation; aseptic loosening due to failure of connection ring / cage and bone screw: possible, as affected product was not returned for investigation; aseptic loosening due to loss of binding safety of the cement interfaces:ring / cage - bone cement - cup: possible, as affected product was not returned for investigation; fracture/ damage / loosening of implant due to patient disregards limits of the device/wrong behavior of the patient/high patient activity: possible, as no details about patient behavior is known; stress shielding leading to aseptic loosening due to incorrect distribution of load due to insufficient bony support of implant: possible, as no x-rays were provided; aseptic loosening due to wrong cementing technique: possible, as no details about the surgical technique are known; increased wear,loosening or fracture of components due to patient with high body weight: possible, as no patient details are known. Conclusion summary: neither x-rays, operative notes, nor office visit notes were received for a deep assessment. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), relevant medical history and adherence to rehabilitation protocol are unknown. Due to significant lak of information, it is impossible to perform a meaningful analysis of the reported event. Based on the information available for the investigation, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported in a journal article that four patients underwent hip arthroplasty revisions using the b-s reinforcement cage hip implant. Subsequently, five revisions were performed within five to eighteen years post-operatively. There were five revisions of the acetabular reconstruction that were performed in four patients. Three were from aseptic loosening. One revision was due to high subluxation of the hip had a large combined bony deficiency which was filled with cement before placement of the apc. The cage in this patient was placed too superiorly, the center of the hip was not restored, and loosening occurred. (T. J. Gill et al: the burch-schneider anti-protrusio cage in revision total hip arthroplasty. Indications, principles and long-term results, in: the journal of bone & joint surgery (1998), vol. 80-b, no. 6.)